Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they can't turn their ins on and is not feeling stimulation following a car accident; the ins hasn't worked since. Their healthcare provider (hcp) instructed the patient to call the manufacturing company to switch to a different program/change settings prior to meeting them and manufacture representative (rep) at the hospital. During the call, the patient was able to sync with the patient programmer (pp) which showed stimulation was off. They turned therapy on, but the patient was still unable to feel stimulation. Patient stated that they were at 0.4v at the beginning of troubleshooting and they increased it to 4.0v where they reached the upper limit; they were still not feeling stimulation. Further troubleshooting was attempted, but it seemed like the patient didn't have any other programs available. The patient then said they were at 1.5v and it was unclear how the patient got to that setting. As a result of the event, the patient was redirected to their hcp. No further patient complications have been reported as a result of this event.